Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens was implanted backwards. A few days following the initial procedure, a secondary surgical procedure was performed in which the lens was flipped to the correct orientation and placed in the capsular bag following a vitrectomy. No additional information is available.